Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: a dim and pink display was observed. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad. A base crack was also found between the case seal and keypad.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a dim, faded, color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.